Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device failed preventive maintenance and failed the patient side occlusion test even after replacing both pressure transducers and calibration. There was no patient involvement.

Manufacturer narrative:
The customer reported issue was confirmed. The device was repaired, passed all require testing and specifications and released back to the customer. A review of the device history record for sn (B)(6) was performed from date of manufacture 03/15/2013 to the present date 10/8/2020. It is confirmed that this device was not previously returned for servicing. There were no production failures which correlate to the customer reported issue.

Event description:
It was reported that the device failed preventive maintenance and failed the patient side occlusion test even after replacing both pressure transducers and calibration. There was no patient involvement.